Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. At 73.5cm from the strain relief, there was a hypotube kink to the device. There was a separation of the hypotube 76.5cm from the strain relief. There was no fluid to the device, and the balloon was tightly folded. Media depicted a portion of the device of which shows a hypotube kink and separation as well as the devices outer box packaging confirming the reported events.

Event description:
It was reported that shaft break occurred. A 3.0mm x 8mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was kinked and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. A 3.0mm x 8mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was kinked and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6).